Manufacturer narrative:
A beckman coulter field service engineer (fse) verified latron recovery, stabilyze pump volume, erythrolyse pump volume, sample delivery, and count times. It was verified that all systems related to differentials are within the manufacturer specifications. Cause was not determined, the problem could not be reproduced. Product labeling was evaluated. Coulter hmx hematology analyzer addendum, (B)(4): beckman coulter does not claim to identify every abnormality in all samples and suggests using all available flagging options to optimize the sensitivity of instrument results. All flagging options include reference normal ranges (h/l flag limits), condition messages, definitive messages, suspect messages, parameter codes, and system error messages. Beckman coulter recommends avoiding the use of single messages or outputs to summarize sample results or patient conditions.

Event description:
Customer reported erroneous automated differential test results were obtained for one patient sample when using a coulter hmx hematology analyzer with autoloader. There were no instrument-generated flags with the test results. Erroneous test results were not reported out of the laboratory. There were no reports of death, serious injury, or affect to patient treatment associated with this event.